Manufacturer narrative:
A3 entered in error. Correction: a1, b5, d1, d2 (common device name), d10, e1, e2, e3, e4, g3, g5 (PMA/510k), h3, h6 (patient code). Additional info: a2, d4 (UDI number), h6 (methods, results & conclusions codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
A mobi-c implant was removed after x-rays showed evidence of migration and malpositioning. The patient was reported to have continued and progressive post-operative pain.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of tracebaility and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Product location unknown.

Event description:
Mobi-c p&f us: revision surgery. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose, heterotopic ossification and device removal. Asked to classify the heterotopic ossification, surgeon responded, lateral, 2. Patient diagnosis, pre-implantation described by surgeon as cervical pain, cervical radiculopathy. Level where device implanted: c5/c6. Level where event occurred: c5/c6. Surgical intervention needed post-op. Surgeon described event: implant migration / subsidence and implant malpositioning. Asked for a detailed description of the event, surgeon responded, patient with continued and progressive pain. In response to question, was the event related to the device?, surgeon answered: probably not device-related: there is no reasonable possibility that the adverse event may have been caused by the device. Surgeon described condition of patient following event as good.